Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 10cm balloon. A complete circumferential break was noted at the proximal balloon butt glue joint. The outer catheter was pulled proximally back from the glue joint exposing the inflation/deflation polyimide lumens and guidewire lumen. Bunching was noted on both the polyimide and guidewire lumens. The balloon appeared to have been previously inflated and no fiber disturbance was noted. No other anomalies were observed to the device. Functional/performance evaluation: no functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was examined under magnification and a complete outer catheter break was noted at the balloon glue joint. However, due to the break the balloon was not able to be inflated. Therefore, the investigation was confirmed for a break in the outer catheter, and inconclusive for the reported pinhole rupture. The definitive root cause could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a fistula angioplasty procedure, the balloon was identified with an alleged pinhole rupture as it would not hold pressure at 16 atm during the first inflation. It was further reported that the balloon was removed without incident and was exchange over the wire for another, and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a fistula angioplasty procedure, the balloon was identified with an alleged pinhole rupture as it would not hold pressure at 16 atm during the first inflation. It was further reported that the balloon was removed without incident and was exchange over the wire for another, and the procedure was completed. There was no reported patient injury.